Event description:
Additional information received indicated that prior to the valve implant, the mean gradient by continuous-wave (cw) doppler was 31.4 millimeters of mercury (mm hg). The implant depth of the transcatheter valve within the native annulus was 4 millimeters (mm) on the non-coronary sinus and 4 mm on the left coronary sinus as measured via aortography. At the 30-day visit, the mean gradient measured 23.1 mmhg via cw doppler. Following implant an anticoagulant was prescribed. The patient denied symptoms at the time of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Should additional reportable information be received, an additional regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately one and a half months following the implant of this transcatheter bioprosthetic valve, at the one-month post-operative follow-up appointment, an echocardiogram was performed and showed mild/trace paravalvular leak (pvl) of the aortic valve. Pvl was not present on previous echocardiograms. No treatment was required. The pvl was reported as possibly related to the procedure and causal to the valve. No adverse patient effects were reported. Additional information indicated that the severity of the pvl detected at the 30-day echocardiogram was now reported as mild/trace. Approximately 6 months following the valve implant an echocardiogram identified a mean gradient of 25 millimeters of mercury (mm hg). The physician indicated the imaging was possibly consistent with hypoattenuated leaflet thickening (halt). A cardiac computed tomography (CT) angiogram was performed a month later which indicated hypoattenuating structures along all 3 leaflets. The most prominent was along the noncoronary cusp (ncc) and the right coronary cusp (rcc) representing thrombus formation along the prosthetic valve leaflets. Following the CT imaging by the cardiologist, the patient was prescribed anticoagulation medication. A follow-up echocardiogram would be performed in 3 months. Symptoms were not reported. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that approximately 44 days following the thrombus onset a transesophageal echocardiogram (tee) showed no mass or vegetation on the transcatheter aortic valve. The thrombus was reported as resolved.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that following the 30-day follow echocardiogram, the next 3 echocardiograms all showed the baseline of trace aortic regurgitation (paravalvular leak (pvl). The pvl event resolved approximately 5 months following onset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.